Event description:
It was reported from the (B)(4) by the vad coordinator that there were multiple faults (electrical faults) on a recently implanted patient on (B)(6) 2015 shortly after the extension cable was removed in the evening of (B)(6) 2015. Log files were sent to the manufacturer and preliminary analysis confirmed the faults. A manufacturer engineer was on site and noted the log files showed a progression of the faults and "a single vad stop for some seconds." Patient remembers a change of the color and tone of the alarm for a very short moment, but otherwise he did not feel anything. No one touched the system around this time according to the patient. External inspection is fine. Faults are reproducible by manipulation of the dl connector. Internal inspection showed heavy contamination on all pins. A reddish/brownish and greenish substance was visible within the dl connector as well as the controller connector. A cleaning procedure was performed to remove the contamination from the dl connector. "3 cycles were necessary with a pump off time of about 60 seconds each. Patient tolerated the pump off time, but felt a bit dizzy close to 60 seconds pump off time. 5 -10 minutes pause between each cycle to give patient time for recovery. Staff monitored the patient closely and everything looked fine." The controller was removed from service due to contamination. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00553 and 3007042319-2015-00554) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00553 and 3007042319-2015-00554) submitted for devices related to the same event.